Event description:
It was reported that, during a knee surgery, the blade broke at the mount. It was further reported that there was a delay of approximately fifteen minutes to x-ray the patient; no fragments were found in the patient. It was also reported that an alternative blade was available and the procedure was completed successfully.

Manufacturer narrative:
Manufacturing records were reviewed, no issues were identified which may have contributed to this event. (B)(4): device not returned - discarded.